Event description:
It was reported that patient had hyperglycemia with ketones on (B)(6) 2025 and got hospitalized and treated with manual injection, intravenous drip.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. E1: patient city: (B)(6). Patient country: (B)(6). Name: medtronic minimed. Street: 18000 devonshire street. City; northridge. State: ca. Zip code: 91325. Country: united states. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 21-jan-2026 against "lot number 6005250 and similar malfunction code(s): no malfunction based on complaint information, no malfunction based on complaint information, no failure detected, the review confirmed that lot 6005250 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 21-jan-2026 against "lot number" criteria equal 6005250 and similar malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information, no failure detected, the count of complaint is 4. The complaint numbers are complaint 1928945, 1960872, 1963457, 2257755. After review, only complaint 2257755 was determined relevant to the reported issue. The other three records were previously closed and are not applicable to this investigation. DHR review: the lot 6005250 was manufactured according to the work instruction (wi) version 78 and manufactured in the machine m12 on 29-jan-2024 with a total of (B)(4) units. The sub-assembly, of the lot 4a05790 was manufactured according to the wi version 26 and manufactured in the quickset line, on 27-jan2024, with a total of (B)(4) units. The sub-assembly, of the lot 4a05791 was manufactured according to the wi version 26 and manufactured in the quickset line, on 26-jan-2024, with a total of (B)(4) units. The sub-assembly gluing of tubing, of the lot 4a03506 was manufactured according to the wi version 41 and manufactured in the gluing machine 04 -08 -05, on 03/feb/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi- guidance for visual testing for complaints area version all 3 samples tested passed visual inspection. Wi- guidance for functional testing for complaints area version all 3 samples tested passed functional testing for the reported malfunction code no malfunction based on complaint information. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.